Event description:
It was reported that during a lavh procedure, that after a few minutes, the black insulator of the jaw of the device was drawn back and exposed the metal layer. The surgeon felt that it was very dangerous so, open another reusable bipolar forceps to finish the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.